Event description:
It was reported that when using the bd pyxis¿ medflex 1000, drawer unable to open due to validation was not valid. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A technical support specialist (tss) remoted in and found that one of the drawers was not fully latched. The tss instructed the customer to press and close all drawers, then checked drawer 04, which opened successfully. Customer attempted to issue the medication again, and this time the transaction was successful. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.